Manufacturer narrative:
Analysis of the pump found motor gear train anomalies of corrosion and-or wear and-or lubrication; and stall due to shaft-bearing.

Event description:
It was reported a motor stall was confirmed in the event logs with no motor stall recovery recorded. There was no magnetic resonance imaging or other electromagnetic interference identified. This appeared to be a true stall. The healthcare provider reported the pump was also nearing elective replacement indicator, so replacement was planned. There were no patient symptoms reported. The pump was used to deliver bupivacaine and dilaudid. The cause for the motor stall, the resolution of the event and the patient¿s outcome remains unknown. Follow-up was conducted to obtain this information. If this information is received, a supplemental report will be submitted.

Manufacturer narrative:
Concomitant medical products: product ID: 8731sc, serial# (B)(4), implanted: (B)(6) 2008, product type: catheter. (B)(4).

Event description:
Additional information received reported the pump was replaced due to the motor stall.